Event description:
It was reported that the pt fell from his bed and hit himself at the implant area. After this event he was no longer able to hear with his device. Testing carried out on (B)(6) 2010 shows that the impedance of the 12 channels, as well as the ground path impedance, could not be determined. The pt was reimplanted on (B)(6) 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.